Event description:
This international dealer reported that this ventilator did not perform flow calibrations. They noted that the tubing of this unit ran continuously at high speed. There was no report of pt involvement. This dealer routed this unit to the MFR for repair.